Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room due to syncopal episodes. It was reported that her intrinsic heart rate was between 30 and 45 beats per minute (bpm). The patient reported it should be 70 bpm. Boston scientific technical services (ts) reviewed the presenting electrogram (egm) and device data and noted loss of capture on the presenting egm; however, the threshold test looked normal. Ts also confirmed that the lower rate limit of the device was set to 70. The caller stated that they would discuss with cardiology. Ts recommended further review of patient data.